Manufacturer narrative:
The user reported loss of the eversense transmitter during a hospitalization around (B)(6) 2026, when they were diagnosed with flu and pneumonia. At the time of the call, the user stated they were feeling better. The event was not related to sensor insertion or removal and was not related to diabetes; therefore, no sg/bg readings or alerts were applicable. Per dms review, the user is not currently using the system because the transmitter was lost, and a courtesy replacement has been approved.

Event description:
Senseonics was made aware of an incident where user reported loss of the eversense transmitter during a hospitalization around (B)(6) 2026, when they were diagnosed with flu and pneumonia. At the time of the call, the user stated they were feeling better. The event was not related to sensor insertion or removal and was not related to diabetes; therefore, no sg/bg readings or alerts were applicable. Per dms review, the user is not currently using the system because the transmitter was lost, and a courtesy replacement has been approved.